Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated in juarez laboratory. Visual inspections revealed signs of activation and saline residues into the suction tube. No visual damaged found in the shaft and cord; but missing the distal part of the suction tube. Electrode was tested, an "output shorted "error appeared during ablation coagulate modes. Therefore, the device was sent to supplier for further evaluation. The vapr s90 w/ hand controls was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection of the device was performed, as a result, the device returned in the original packaging but fully open. The distal tip is in a used condition. The plastic manifold was damaged mostly probably by a ¿shorting¿ event at the distal tip. Residue visible in suction tube and no visible damage to handle, cable or plug. During the functional test, output short alert screen displayed on both modes and the hipot test was failed. A DHR review has been performed for lot u2204013; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on the damage observed in the device's manifold, that a shorting at a distal tip is the cause of this failure. This is consistent with previous one piece lps electrodes (s90) which have shown similar failure modes including the output shorting and manifold melting during a therapeutical procedure and have been further investigated. The failure mode can be reduced to an acceptable level by increasing the aptitude of the operator, by providing awareness of the CAPA failure mode and also by making sure that the training video dn0009997 watched in conjunctions with the relevant assembly aids. Also, this can be further improved by changing the training requirement when assembly aids are updated to a repeat training requirement on a 6-month basis. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional in china that during an unknown procedure of the knee on (B)(6) 2023, a s90 4mm/90º suction electrode with hand controls device was used. According to the report, "output short" alert screen was displayed after the device was connected with a generator. During in-house engineering evaluation, it was determined that residue was visible in suction tube and output short alert screen displayed on both modes during functional test. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported.